Event description:
Hcp reports that since implant the pt felt good for only a few weeks. After this, there was a period every three months of abstinence and the pt had to get a duragesic patch. In 2002 a leakage was found and a catheter revision was performed. After this, the catheter system was checked without evidence of leakage or dysfunction.